Event description:
The caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact on the customer's blood glucose level. The customer was instructed to use the original charging supplies and plug the wall adapter into a known working outlet for at least 30 minutes, after which the pump began charging successfully, and no further assistance was required.